Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise when the patient was making a sweeping motion with their body. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.